Event description:
As reported by the user facility: ref # (B)(4), serial #(B)(4): reported (B)(4) 2013. Reports under infusion. No injury reported, no tubing saved. Only info customer has was rate set at 50 ml per hr and ran only 20 ml. She could not clarify what drug was infusing or anything about the set up. Reports this occurred in the last 2 days. MFR - 9610025-2013-00389.